Event description:
In (B)(6) 2010, I had a tubal and also had the essure device put in. This was put in not to prevent pregnancies but to stop the heavy bleeding. In (B)(6), 2013, I started developing severe pain in my groin and in my right hip. After nine long months, several mris, x-rays and one bladder distention it was finally discovered that the implants had slipped and were sitting sideways in my tubes. I was scheduled for surgery the very next day, at that time it was also discovered I had fluid in both of my tubes, a cyst and endometriosis. Throughout the nine months that it took for me to get diagnosed I was un-responsive to oral pain meds and for the first time I actually used the #10 to describe my pain. There was a point were I was unable to walk up a flight of stairs because the pain was so intense and at times I had almost passed out from pain and nausea. Thank you for your time.